Event description:
Her one touch ultrasmart meter was reading inaccurately in january 2006, the pt took 12 units of "humulin-n" insulin in the evening. Before going to bed, she was alert and oriented. The next day, the pt reported the following readings: "566 mg/dl " (2:31 am),"301 mg/dl" (2:33 am), "420 mg/dl" (2:47 am), and "73 mg/dl" (2:57 am). The pt indicated that she "passed out". Her husband then gave her orange juice since he couldn't wake her up. He also could not tell if her blood glucose was high or low given the readings. He called the paramedics. The paramedics obtained a result of "101 mg/dl" using an unknown device. The pt denied receiving treatment from the paramedics or any medical professional. The pt stated that her last reading was taken on meter at 6:45 am in january 2006. The customer care advocate (cca) verified that the pt had been testing her blood glucose correctly. It is reported that the pt's test strips had "colored marks/tape." She described the test strip confirmation windows as being "grey" in color. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt noticed that the confirmation windows on her test strips were "grey" in color. The pt reported blood glucose results of "556 and 301 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt also reported results of "420 and 73 mg/dl" performed within 10 minutes of each other. The pt lost consciousness and received orange juice.